Event description:
It was reported that the customer's blood glucose (bg) level was 44 mg/dl; cause was not known. Customer consumed glucose tablets to address bg. Pump personal profiles were check by a nurse and no settings needed to be changed. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.